Manufacturer narrative:
(B)(4). Physio-control confirmed with the customer that the device was removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure cannot be determined.

Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons and no voice prompts were heard when the lid of the device was opened. This failure would prevent the device from being used in a critical situation, if necessary. There was no patient use associated with the reported failure.